Event description:
The facility reported a colleague infusion pump with a depleted battery, which was identified during bio-medical testing. Upon reviewing the pump's event history, baxter quality engineering confirmed this condition as failure code 814:01 and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with a depleted battery was confirmed by baxter quality engineering as failure code 814:01. This condition was caused by depleted main batteries. This pump is a baxter owned device and will not be repaired.